Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions as the cartridge, infusion set, and site had been changed prior to the customer calling.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.